Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, after two sample passes the device allegedly would not remain primed. It was further reported that the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One max-core biopsy needle was returned for evaluation. The device was place into the drop test apparatus with the cannula primed, upon release the cannula self-activated. Upon disassembly it was noted that the cannula tangs were not fully engaged with the device housing and the left bumper was overlapped by the stylet spring. Therefore, the investigation is confirmed for cannula self-activation. It is likely that the bent left bumper contributed to the poor tang engagement and self-activation issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date 12/2020).

Event description:
It was reported that during a biopsy, after two sample passes the device allegedly would not remain primed. It was further reported that the procedure was completed with another device. There was no reported patient injury.